Manufacturer narrative:
Patient demographics (date of birth, age at time of event, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. This is one of two submissions from the same patient event. The other is (B)(4). Device history record review revealed nothing relevant to this event. The failure mode could not be determined, but the broken needle points condition can be caused by consistently passing the needle through challenging tissue (thick or calcified) or hitting bone. The buckled needle strips condition is typically caused by the device skiving under thick tissue or distorting distally under the jaw. The distal end of the nitnol point demonstrated minimal scrape marks, indicating devices were not fired excessively. The mating part (instruments) were not returned or identified. Confirmed the needle strips thickness and width dimensions to be within specification. The typical cause for this type of event is the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. There is a label on the device warning the user against re-sterilizing, reusing, hitting bone or use of excessive force as these may result in needle breakage or patient injury. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported by the representative that was present during a rotator cuff repair procedure that the surgeon went to use needle #1, it fired but made a weird clicking noise and after that it would not fire anymore. Surgeon thought the needle may be dull and exchanged for a second needle. Upon using needle #2, surgeon fired the device and needle would not fire and it would not catch in the trap. Surgeon then thought it may have gone dull as well. Switched to a third needle. Needle #3 was fired and it worked fine; the needle did fire. However, the technician at the back noticed the tip of needle #2 had broken off. That was when x-ray was requested. Upon x-ray, it was noticed that three broken tips remained in the patient. After x-ray then realized that needle #1 and needle #3 tips were broken off as well. Surgeon was able to retrieve two broken needle tips but unable to retrieve the third broken needle tip. Surgeon stated that broken needle tip #3 was up against the bone and remains in the patient. Surgeon was able to complete the procedure successfully using free needles and 10 anchors. It is unknown which needle tip (lot number) is still remaining in the patient.